Event description:
A customer reported a cartridge alarm 20 that occurred during the load process, which had been previously experienced with the same pump. They confirmed that there was no adverse impact on their blood glucose level, which did not exceed 500 mg/dl. The technical support team decided to replace the pump and send a new one with updated software. The customer was advised to switch to a backup insulin delivery method and provided instructions for the return of the problematic pump. They acknowledged the steps needed upon receiving the replacement pump and were informed about the necessary procedures for using a g7 sensor if applicable.